Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had entered inappropriate reset. A device restoration was performed successfully. There were no patient consequences.